Event description:
It was reported via social media that a cerebral vascular accident (cva) and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient had a large cva post procedure and died shortly afterwards. It was further reported that the patient passed away two days post index procedure.

Manufacturer narrative:
B2: date of death - corrected from (B)(6) 2021 to (B)(6) 2019. B3: date of event - corrected from (B)(6) 2021 to (B)(6) 2019. D6a: implant date - corrected from (B)(6) 2021 to (B)(6) 2019.

Manufacturer narrative:
Date of death - estimated as it is unknown the exact date the patient passed away. Date of event - estimated as the date of the event reported by the 'commenter' is unknown. Implant date - estimated as the date of the watchman implant is unknown.

Event description:
It was reported via social media that a cerebral vascular accident (cva) and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient had a large cva post procedure and died shortly afterwards.